Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an alarm for air leakage in the loop when it was started up, and it is currently waiting for maintenance. No patient involvement and no personal injury occurred.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer confirmed the issue and provided the customer a repair plan and price have not yet been confirmed by the customer, hence repair work has not been carried out. The equipment is currently out of service and awaiting repair. Additional information was requested with regard to the repair and status of the iabp if any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found equipment has a loop fault alarm when it is turned on, and it cannot be inflated normally. It enters the maintenance mode for testing. The pressure is low and there is leakage. It is judged that maintenance is needed. After replacing the 5000-hour maintenance kit, the test pressure returns to normal and the simulated inflation is normal. It is confirmed that the equipment has been repaired and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) according to the report from the hospital, there was an alarm for air leakage in the loop when it was started up, and it is currently waiting for maintenance. No patient involvement.